Event description:
It was reported, the pt started experiencing numbness after undergoing a lead replacement procedure. The lead replacement was reported under MFR report: 1627487-2013-20387. During the procedure, the physician had difficulty placing the lead. As a result, the procedure was extended by 20 minutes. It was also reported, the pt can move her legs but is unable to walk. A CT scan and x-rays were taken and revealed no anomalies. The pt was referred to a neurologist whom believes the pt may have incurred a spinal cord injury. In turn, the neurologist requested the system remain off for a few months.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.